Event description:
It was reported that the customer's insulin pump did not alarmed. Caller stated that the reservoir gets really low and still no alarms. Caller stated that the customer monitored the insulin pump to see if it alarms when it gets at 00 units, and the insulin pump did not alarmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.